Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6(evaluation conclusion codes): the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, distal pierced hole was found torn and the anchor dislodged, this condition displaced the cutting wire and affected the device ability to bow in a clinical setting, additionally the working length was twisted in distal section. The reported event was not confirmed. According to the product analysis, the wire of the returned device was not broken; however, the distal pierce hole was torn, which is evidence that cutting wire anchor slipped out causing the catheter to tear. Based on above information the failure found could be generated by the manipulation during coil position; additionally the working length was twisted, it is a known issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Based on all gathered information, the most probable cuase of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a bile duct lithotomy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the cutting wire was separated. Reportedly, the cutting wire did not dislodge inside the body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a bile duct lithotomy procedure performed on (B)(6), 2020. According to the complainant, during preparation, the cutting wire was separated. Reportedly, the cutting wire did not dislodge inside the body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.